Manufacturer narrative:
The ref (B)(4) was allocated to this event by rayner intraocular lenses limited. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The healthcare professional upon detecting the "fissures in the optical part of the lens" explanted the superflex 620h iol. The healthcare facility has not reported any impact to the patient as a result of this event. The device analysis performed by rayner confirmed the event as reported; however, has not been able to determine the cause of the reported optic tears or the origin of the observed stain. A copy of our returned product inspection report can be found enclosed. Our review of production records for the superflex 620h iol batch 092e40377 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex 620h iol ((B)(6) 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex 620h iol batch 092e40377.

Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred during use of a superflex 620h intraocular lens (iol). The event description provided to rayner states that the healthcare professional observed "some fissures in the optical part of the lens after implantation."